Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient had no surgery yet. A manufacturing record evaluation (mre) was performed for the finished device number 154303, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: a saline mentor siltex round moderate profile 325cc, catalog number 3502650, lot number 154303. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 325cc and experienced deflation on the right breast implant. As a result, the patient will undergo removal on (B)(6) 2019.